Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with the return of device. Failure event observed during analysis.final analysis found that the lead was retuned in three pieces. Insulation abrasion was noted in the middle of the lead. The abrasion were consistent with constant friction with another implantable device.(B)(4).

Event description:
This reported is to advise of event observed during analysis.